Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.